Event description:
Event description cpi received information that at the implant of this implantable pulse generator (ipg), no pacing was observed. The physician 'released the setscrews, but the proximal one did not move at all'. The physician elected not to implant the ipg. A new model 1130 was successfully implanted.